Event description:
A customer reported the equipment displayed a system message during a photocoagulation procedure. The procedure was completed with the same equipment and accessories, following a delay greater than 15 minutes. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and duplicated the system message reported. The laser control printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last (B)(4) did not indicate any additional similar reports for this system. The root cause can be attributed to a nonconforming laser control printed circuit board (pcb). (B)(4).